Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was broken and the lens was removed. Additional information has been received that lens broken when insertion and one haptic remained in cartridge. Lens was cut and removed. The surgery completed with new lens. Without complications.